Event description:
The heart lung machine of type hl 20 was located primed up and ready to use in the operating room. Before the surgeon started the procedure the device started to smoke. The device was not connected to patient. The patient was taken out of the operating room. There was no patient injury. As immediate action a maquet authorized service technician visited the hospital on the same day the incident occurred to perform an initial investigation. The device was opened up to analyze where the smoke came from. Inside the device charred and destroyed components were observed. The device was taken out of service and was not used again since the incident occurred.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary. Maquet cardiopulmonary provides product failure investigation, analysis and resolution for the device described in this report.